Event description:
It was reported that during a competitive device replacement, vf induction tests were performed. After the first successful conversion, the device failed to convert the patients rhythm and external defibrillation was used to rescue the patient. During the induction tests, the programmer gave a warning message for low impedance. The lead was capped and replaced. It is suspected that a short occurred during therapy delivery. The patients medical condition was not reported except that it was the same as before the event.